Manufacturer narrative:
The actual device was not available; however, a retained sample was evaluated. Visual inspection of the retention sample did not identify any abnormalities that could have contributed to the reported condition. Leak testing was also performed on the retention sample, and no leak was observed. The reported condition was not verified through evaluation of the retention sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a light sensitive drug set leaked. The issue was identified during priming with parenteral nutrition. There was no patient involvement. No additional information.

Manufacturer narrative:
Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.